Manufacturer narrative:
Pending investigation.

Event description:
During a plif procedure, the driver failed to retain the closure tops. Other instruments were available to complete the case and there was no delay in the surgery or injury to the patient.